Event description:
Clinic's report: 22y/o female; no prior history of filler; medical history is limited to interstitial cystitis and acne; no history of cold sores; heavy caffeine intake; treated (B)(6) 2023 with 0.8cc lips+ to the upper and lower lip; topical blt used for numbing; no complications noted, minor bruising; immediate results were beautiful; (B)(6) 2023 patient reported swelling to the top left lip; immediately started on prednisone 20mg bid x3 days, daily zyrtec and continuing her daily h2blocker; (B)(6) 2023 top lip swelling resolving, bottom left lip now swelling; no other symptoms reported. No visible edema or erythema. Patient started accutane 2 months ago. Medical director's clinical opinion: the following is a clinical opinion based on the information provided in case (B)(6). On (B)(6) 2023 a patient received 0.8cc of revanesse lips + into her lips. There were no immediate concerns or adverse events. The patient has 3 coexisting inflammatory medical conditions being gerd, acne and interstitial cystitis. The patient takes daily protonix (ppi) and was started on accutane around the time of the injection. About two months after the injection ( and the starting of accutane) the patient developed asymmetric swelling of the lips. The swelling was not isolated to the areas of filler injections. The patient was also using a topical product called lipsmart which is described as a lip balm & plumper. The swelling was successfully treated with zyrtec and prednisone. In this case there are 3 factors that could have caused the patients lip swelling. Accutane is well known for causing lip inflammation which includes cracking, peeling and swelling. Topical lip plumper as the name implies cause the lips to swelling in response to the ingredients. The ha filler can cause swelling however it would be anticipated to occur in the distribution of the filler placement. My clinical opinion is that this case represents a well-established side effect of accutane medication. I trust this opinion will be of value to all parties involved. Patient's current status: swelling has resolved since stopping accutane.